Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress , but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a cardiac perforation and pericardial effusion (pe) occurred. The procedure was cancelled. During a concomitant procedure, a versacross connect access solution for faradrive and a faradrive steerable sheath was selected for use. The physician obtained access and placed the coronary sinus catheter. The physician used fluoroscopy and intracardiac echocardiography (ice) to confirm sheath/wire position. When transseptal puncture was attempted, the physician could not see the wire for a second. Then, physician advanced the sheath and felt some resistance. The patient remained stable thus physician proceeded to map the left atrium with a non-boston scientific hd grid. At the end of the pre-map, an effusion on ice was noticed with a significant amount of fluid around the heart. The perforation location was confirmed on the roof. The fluid was drained and later on, the patient went to surgery. The patient remained hospitalized and is expected to fully recover.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a cardiac perforation and pericardial effusion (pe) occurred. The procedure was cancelled. During a concomitant procedure, a versacross connect access solution for faradrive and a faradrive steerable sheath was selected for use. The physician obtained access and placed the coronary sinus catheter. The physician used fluoroscopy and intracardiac echocardiography (ice) to confirm sheath/wire position. When transseptal puncture was attempted, the physician could not see the wire for a second. Then, physician advanced the sheath and felt some resistance. The patient remained stable thus physician proceeded to map the left atrium with a non-boston scientific hd grid. At the end of the pre-map, an effusion on ice was noticed with a significant amount of fluid around the heart. The perforation location was confirmed on the roof. The fluid was drained and later on, the patient went to surgery. The patient remained hospitalized and is expected to fully recover. It was further reported that the wire was visualized when going tsp with the sheath. Patient had a very unusual anatomy. The suspected to cause perforation was probably wire but the sheath might have had made it bigger. The patient has been discharged.